Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 159 mg/dl. The customer stated that insulin pump did not turn on after restart. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing.